Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. The complaint sample was visually inspected, at 12¿ to 16¿ under normal conditions of illumination according un procedure. No damage or other defects were detected on the sample. During the functional test the sample was assembled in the level 1 system equipment to introduce distillated water and verify the correct functionality of the sample. During the test, a leak was detected. The reported complaint is confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that water leaks from the circuit during priming. This occurred before patient use/during priming. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection was performed, and no damage or other defects were detected on the sample. Functional testing was performed, and a leak was detected. The customer's problem was confirmed. No root cause was determined. No further actions. The device history review of the reported lot number found no non-conformities during the manufacturing process.